Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. Unidentified product was returned, and is pending serial number identification.

Event description:
New information received notes that the lead was explanted from patient identified as (B)(6), (date of birth: (B)(6) due to externalized conductors and lead noise. The lead was returned to a company representative, who was not present during the procedure. The representative was unable to conclusively identify the product serial number. No further information was provided.

Manufacturer narrative:
Only the distal segment of the lead was returned for analysis. Internal insulation abrasion and explant damage breaching re cables lumen was noted at 10.7 cm to 14.6 cm from the distal tip. One re cable etfe coating was abraded while the other re cables etfe coating was intact. The inner coil was exposed in this abrasion region consistent with explant damage. Internal insulation abrasion and explant damage breaching rv cables lumen was noted at 13.6 cm to 14.7 cm from the distal tip. Rv cables etfe coating was intact and the inner coil was not exposed in this abrasion region. Multiple internal insulation abrasions breaching re cables lumen were noted at 17.2 cm to 17.3 cm, 19.9 cm to 20.0 cm, 20.6 cm to 20.7 cm, 23.1 cm to 23.2 cm and 23.5 cm to 23.6 cm from the distal tip. (Note: the re cables will be examined in the next section). Internal insulation abrasion breaching svc cables lumen was noted at 20.5 cm to 20.5, 22.5 cm to 22.6 cm and 23.6 cm to 23.7 cm from the distal tip cm from the distal tip. One svc cables etfe coating was abraded while the other svc cables etfe coating was intact and the inner coil was not exposed in this abrasion region.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited unspecified failure mechanism. Lead explant was discussed. No further information was reported.